Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding a failed femur registration involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 555 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding unable to register femur. There were no other reported events for the listed catalog number. Conclusion: the mako system performed within its specification the user dislocated the hip during the kinematic pivot or altered the rotational center of the hip during the kinematic capture resulting in a failed bone registration. The registration rms indicated a failed registration, but the root cause could not be communicated to the user i.e. Point cloud or patient landmarks, because there are no internal checks on the distance between the CT and patient landmark with and without the inclusion of the femoral head center.

Event description:
Could not register femur bone during bone registration. Went back took landmarks checked landmarks in the CT scan. Recaptured hip center multiple times femoral array had not moved with checkpoint check. Tka case completed manually and there was a surgical delay of 20 minutes. Complaint logs submitted to the s drive: (B)(4).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Could not register femur bone during bone registration. Went back took landmarks checked landmarks in the CT scan. Recaptured hip center multiple times femoral array had not moved with checkpoint check. Tka case completed manually and there was a surgical delay of 20 minutes. Complaint logs submitted to the s drive: (B)(6).